Event description:
It was reported that during an ileal neobladder, the device fired, malformed staples on the second firing. The staple line began to open so the surgeon fired a third time resulting in malformed staples again. There was no patient consequence. It is unknown how the procedure was completed.